Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this surgically abandoned right ventricular (rv) lead had developed pocket infection. The patient then underwent system extraction however, during procedure, this rv lead was unable to be explanted. This lead remains surgically abandoned. No additional adverse patient effects were reported.